Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was duplicated and attributed to pace/defib engine board. The customer rejected repair. The device was not repaired and returned to the customer not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.